Event description:
Customer reports, an employee noticed a strange smell coming from the thermometer. A biomedical technician disconnected the unit from the transformer because the display was blank. He sent the unit in for service because of the burning smell coming from the unit. No injury occurred.